Event description:
A malfunction alarm with the code "malf 1" was reported, and there was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump, although the malfunction code reoccurred after the reset. Consequently, it was decided to replace the pump. The pump was confirmed to be under warranty, and the customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. The customer was instructed to put the pump into storage mode before returning it and agreed to return the problematic pump using a pre-paid label within 10 days.